Event description:
It was reported that the patient had bright red blood in their stool on (B)(6) 2023. The patient denied any symptoms. Aspirin/warfarin were held and labs were drawn, showing hemoglobin/hematocrit to be 11.4/36. No transfusion was required and the patient's international normalized ratio (inr) remained therapeutic. Despite this, the patient's inr goal was reduced to 2.0-2.5 and aspirin was to be discontinued indefinitely. Warfarin was to be resumed once the patient reaches their new inr goal. The patient was assessed in clinic and remained stable. The patient had not since reported any bleeding.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.